Event description:
Covidien received information that, during patient use, the upper part of the graphic user interface was inoperative. The ventilator was taken off the patient. There is no report of patient injury or death associated with this event.

Manufacturer narrative:
The graphic user interface pcb was replaced, resolving the reported issue. (B)(4).